Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, after the device was placed and secured onto the scope, it was then advanced into the patient's esophagus at the site of the varices. The physician attempted to deploy the bands; however, the handle would not rotate, which was described as if it was "locked." The device was inspected, and it was tried to unlock the wire to see if the slack can be maneuvered. It was decided to cut the wire to remove the bander and replaced it. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle won't turn.